Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis revealed that the allegation against the lead was confirmed by visual inspection. There was a tear noted in the silicone insulation from the terminal pin. This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead insulation damage. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead insulation damage. The lead was never in service. No adverse patient effects were reported.